Event description:
A surgeon was performing a l4-l5 (tlif) transforaminal lumbar interbody fusion (spinal surgery) on (B)(6) 2011. The surgeon was inserting the polyaxial screws solid 6.5x45 mm ID # (B)(4) screws into the vertebrae area of the spine. The driver that was used to insert the screws was the q driver # (B)(4). While leaning slightly on the driver two screws loosened (lot # w14678) and two screws (lot # w14826) broke off entirely between the head and shaft of the screw. The screws had already been partially pre-tapped into the pedicle of the vertebrae at the time of the incident. New screws replaced the bent and broken ones. All pieces were removed from the surgical site. The only extension of surgical time and anesthesia was to remove and replace the screws. One of the broken screws (lot # w14826) is available for return.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.